Event description:
The pt underwent implantation of a st. Jude medical, 7122q, serial number single coil ICD lead with single chamber ICD on (B)(6) 2013, for sustained ventricular tachycardia. He did well and was discharged the next day. On approx (B)(6) 2013, he reported onset of chest discomfort, and was admitted to the hospital when he presented on (B)(6) 2013. Subsequent ICD eval showed no capture, and fluoroscopy suggested perforation of the lead out of the heart. Chest CT showed evidence of perforation of the rv lead beyond the pericardium into the anterior fat pad up to the anterior chest wall. He was stable throughout. On (B)(6) 2013, he underwent open sternotomy which revealed that the ICD lead had migrated through the rv septum and through the anteroapical left ventricular wall approx 4cm out of the heart. The lead was removed under surgical observation and the defect in the lv closed. A new ICD lead was subsequently placed transvenously and the pt had a subsequent uncomplicated hospital course. Unusual aspects of this case are the late lead perforation and the lead perforation through the rv septum and lv wall. The lead will be returned to the company for analysis. There were no visible abnormalities of the lead. Single chamber cd1231 ICD generator remained in use.